Event description:
We were concluding the last case of the day in operating room 2 when we noticed a strong burning smell coming from where the cautery/tourniquet machine/neptune were located. We immediately unplugged anything that we thought was the source of the smell. Several rns determined the neptune machine was the likely culprit, as the smoky smell was coming from an area underneath the smoke evacuator filter. It did not smell like surgical smoke, but rather like a motor burning. We had used the smoke evacuator on the neptune for the first three cases of the day but not the last three. Device was sequestered in the department. Stryker rep was notified to send a tech out for service. A patient was in the operating room at the time of this incident. Surgery had concluded and dressing were in place. The neptune was not being used for direct patient care at the time.